Manufacturer narrative:
A visual examination of the returned drill was performed under magnification. The break appeared to be brittle in nature, and the drill tip fragments were not returned. Approximately 0.5" of the drill tip broke off. The surface is at roughly a 45-degree angle, which generally implies torsional failure in a cylindrical part. Situations that lead to drill tip failure relate to repeated use of a worn drill, excessive side load during drilling, encountering dense hard bone and/or drilling over a bent or kinked guide wire. No definitive conclusion can be drawn as to why the drill broke but if the surgeon was not following the correct technique and drilling over a bent guide wire, the additional stresses on the drill would have been too high and the drill would break. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this drill break.

Event description:
During an orthopedic implant surgery, the surgeon was using a long drill to drill the cortex of the bone. The surgical technique requires the use of a short drill for this step. During drilling, the drill bit broke into shards, some of which could not be recovered and were left in the patient. Upon inspection, it was noted that the guide wire was bent which may have been caused by the drill hitting it during drilling; this could have caused the drill tip to break also.